Event description:
Raised with minimal information. The sales rep reported that a patient had an abg2 revision . The sales rep reported that the surgeon told him the abg2 cup had excessive poly wear to it. The sales rep reported that the patient had the implant for about 8/9years before it was revised.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown abg ii cup. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding insert wear involving an abg liner was reported. The event was confirmed. Device evaluation and results: the insert and shell were returned as an assembled unit. Delamination was observed around the distal rim of the insert and was likely caused by impingement from the neck of the femoral stem. Burnishing was observed throughout the articulating surface and is caused by adhesive wear due to articulation of the femoral component on the insert. Burnishing and delamination are commonly identified damage mode in uhmwpe inserts. Burnishing was observed throughout the articulating insert surface and is a commonly identified damage mode on uhmwpe acetabular inserts. The measured linear penetration wear rate on the articulating surface was consistent with wear rates determined in clinical studies. No evidence of manufacturing or material defects was observed on the returned ultra-high molecular weight polyethylene (uhmwpe) acetabular insert. Conclusions: the investigation concluded that exact root cause of the event could not be determined. The delamination observed around the distal rim of the insert was likely caused by impingement from the neck of the femoral stem. The measured linear penetration wear rate on the articulating surface was consistent with wear rates determined in clinical studies. No evidence of manufacturing or material defects was observed on the returned ultra-high molecular weight polyethylene (uhmwpe) acetabular insert.

Event description:
Raised with minimal information. The sales rep reported that a patient had an abg2 revision . The sales rep reported that the surgeon told him the abg2 cup had excessive poly wear to it. The sales rep reported that the patient had the implant for about 8/9years before it was revised.